Manufacturer narrative:
The customer¿s report the set leaked inside the pump was confirmed. Visual inspection under magnification observed that there was a slight tear on the silicone segment tubing just below the set¿s upper fitment. The tear measured approximately 0.0785 inches long. No crush marks or tool marks were observed on the silicone segment around the tear location or the upper fitment. Functional and pressure testing was performed; drops of blue dyed water were observed to be flowing out of the location of the tear on the suspect primary set. The root cause of the leak was a small tear in the set¿s silicone segment tubing. The root cause of the tear was not identified.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0049-48 0.9% sodium chloride injection; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a norepinephrine infusion the set leaked inside the pump. Registered nurse traced leaking fluid up IV tubing into the alaris pump. A new bag of norepinephrine was prepared, hung and infused to patient through a new alaris pump. Both pump and tubing available for further investigation. There was no other medication or treatment intervention noted and there was no apparent injury.